Event description:
On (B)(6) 2012, the patient claimed the animas insulin pump is not delivering her bolus dosages and is giving multiple occlusion alarms, one on (B)(6) 2012 and 4 on (B)(6)2012. Since (B)(6) 2012, her blood glucose ranged from 400-512 mg/dl. On the day of the phone call, her blood glucose reading was 300 mg/dl. The patient's hcp reviewed the subject pump and recommended a replacement. The patient did not want to complete troubleshooting with the animas representative and requested a replacement of the subject pump. The animas representative confirmed the basal rate, total daily dose, and bolus history was programmed accordingly and added up. There was no evidence of a bent cannula or site issues. This complaint is being reported because the patient had elevated blood glucose above 500 mg/dl while on insulin pump therapy. It is not clear if diabetes management, use error, intentional misuse, or product malfunction attributed to the reported incident. The product was replaced and requested back for investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): the device was returned to animas and evaluated by product analysis on (B)(4) 2012: rewind, load cartridge, and prime steps performed successfully with no alarms. A force sensor calibration test confirmed the sensor is detecting correct force. A 29 hour flow accuracy test was performed; pump passed flow accuracy test and found delivering within required specifications. No occlusions occurred during testing. An occlusion was induced and pump gives the appropriate visual and audible alert. Pump time and date was set; pump exercised for 24 hours. The battery was removed. Pump left without power for 6 hours; when pump powered on it had returned to default time and date. Pump opened and the internal battery found to be leaking. Multiple occlusion alarms observed in the black box; the occlusion alarms are preceded by a constant rise in force. Daily insulin delivery totals at time of reported high blood glucose levels correctly reflected the user's programmed basal rates. Dates in total daily dose history are incongruent. Following a por at 12:42am on (B)(4) 2012 the time and date reset to default; the time was then manually set to 11:06am (B)(4) 2012.